Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent dislodgement resulting in permanent damage. Device issues: stent dislodgement. It was reported that the stent dislodged in a very complicated lesion. The location of the stent could not be determined. No additional event or pt information is available.

Manufacturer narrative:
.